Event description:
The user facility reported the following in which a pt was involved: 1. Balloon was inflated with a 50/50 contrast with saline. Note: an inflation device was not used. "The doctor knows the feel of how far to inflate." Do not know what "rbp" was inflated to. 2. During the course of aortic arterialoplasty under fluoroscopy, it was noted that the balloon catheter appeared to rupture. 3. Catheter was removed immediately and upon inspection of balloon, it was found to be ruptured circumferencially. The entire balloon was removed. 4. The defective sample has the guidewire intact. 5. The patient suffered no adverse effects from this occurrence.